Event description:
Respiratory care practitioner (rcp) called to ER stat. When arrived pt being bag-mask ventilated by rn. Dr. Attempting to intubate. Rcp took over bagging. Pt had good coloring. Pulse oximeter transducer moved several times to get good spo2 reading. When attempts to intubate were initiated, pt's heart rate decreased and rcp resumed bag-mask ventilation. Heart rate increased as well as color. There was no indication that the bag was malfunctioning until after the bag was exchanged. Bag exchange asked for to get more volume (pedi bag). Physician examining bag noted that bag was not ventilating properly. Pt placed on ventilator due to unresponsiveness - not failure of bag.